Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the tubing became loose and separated at the second middle y-port. There was no patient injury.

Event description:
It was reported that the tubing became loose and separated at the second middle y-port. There was no patient injury.

Manufacturer narrative:
Correction on initial report: e.2 & e.3 additional information provided: g.3.